Manufacturer narrative:
The pump was returned and evaluated. The pump passed accuracy testing and the gap was found to have narrowed slightly. Dried solution was observed in the pumping mechanism. It has been determined that, as a result of instrument wear or improper maintenance, the gap in the pump mechanism may narrow. If the gap becomes too narrow, it may become more difficult to correctly install the IV tubing, which may result in an overinfusion. Other causes of overinfusion may be the user mis-programming the pump or not using the roller clamp when the set is outside the pump mechansim. The correct set loading procedure should be followed per the directions for use (page 9) which states "close the mechanism by pushing the orange latch to the left. Verify that the tubing is fully within the mechanism and the air in line dectector. Do not use the door to close the orange latch." The MFR has implemented a label instruction the user on proper loading of the IV set with a warning that misloading the set may result in a freeflow condition. A safety alert, dated 4/11/1997, has been mailed instructing the user to: a) measure the mechanism gap. B) replace the follower housing assembly if necessary.

Event description:
A 250 ml container of heparin was hung and the pump was set at a rate of 17 ml/hr. Nursing observed that all 250cc's was infused in 20 minutes. The patient was in cardiac intensive care unit and had a heart infarct. As a result of the overinfusion the intensity of the heart infarct increased. To counteract this, 10ml of prothamine sulphate and plasma were administered.